Event description:
According to the reporter: during a laparoscopic inguinal hernia procedure, while in the extra peritoneal space, the balloon did not insufflate and the balloon leaked gas/air. The hand pump balloon was attached to the device to blow up the dissection balloon and there was a leak through the 10 mm port which did not allow the balloon to be deployed. The 5 mm introducer was used and the scope was switched to a 5 mm for the remainder of the case. The 10 mm scope could not be used as it would continually leak air out of the port. There was no rapid loss of abdominal pressure due to the device issue. There was no additional operation performed to correct the issue. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the products were used in a surgical procedure. The visual inspection of the returned product noted; the trocar and dissector balloons appeared intact. The lock collar and obturator appeared intact. The insufflation bulb and inflation syringe were not received. Pmv performed functional testing: the dissector and trocar balloons were inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.